Event description:
The pt was 3 months postpartum at time of essure insertion. Three month hsg was performed and confirmed tubal perforation. She experienced unilateral, left tubal and cornua os tube perforation. The physician confirmed that uterus and tube were perforated. The perforation did not occur during sounding, cervical dilatation or hysteroscopy prior essure insertion nor before deployment. It occurred with coil after deployment. There were no symptoms of infection, but she experienced menorrhagia and low back pain. She had a vaginal hysterectomy and essure was removed.

Manufacturer narrative:
Follow-up information received on 28-oct-2015 from patient: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2085). The patient had 4 children. She had a mesh by her belly button. Essure was inserted in (B)(6) 2013. After insertion, she was having really bad cramps, passing blood clots. The cramps lasted a whole week and she had bleeding. The pain persisted for a couple of months. She started having tingling and burning in her shoulder blades, periods with really bad cramps and blood clots, headaches and back pain that had her crying herself to sleep. She felt so weak by evening time she was nauseated from the pain. She would fall asleep on the couch just to have enough energy to make it up the stairs to bed. Hsg (hysterosalpingogram) was performed in (B)(6) 2013. The right tube was blocked, but the left tube seemed to have been perforated by the coil and the coil was embedded on the top of the uterus. Later on it was found that the coil was never put in the fallopian tube - it went directly into the uterus. She experienced months of pain and depression. On (B)(6) 2014, she had a hysterectomy due to essure and it was confirmed that the coil was embedded on the left side on top of the uterus wall. After the procedure, her symptoms were gone: no burning and tingling between shoulder blades, no more fatigue, no more cramps , no more back pain, no more weight gain (she was down 8 lbs), no more bloating, no more feeling like she was poisoned or dying inside, and no longer depressed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a perforation at the left cornua / essure was never put in fallopian tube, it went directly into the uterus/was embedded on the left side on top of the uterus wall, it was also reported that the tube perforated. Patient also stated that she was bleeding/ passing blood clots (interpreted as genital bleeding). A hysterectomy was performed approximately 5 months after essure insertion. These events are serious due to medical significance and listed in the reference safety information for essure. Uterine and fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case, the patient reported that essure was never put in fallopian tube, it went directly into the uterus; however the physician mentioned that uterus and tube were perforated. Given the nature of these events, causality with essure cannot be excluded. After essure insertion, genital bleeding may occur. Given the positive temporal relationship and nature of the event bleeding/ passing blood clots, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the information available, there is no reason to suspect a quality defect.